Event description:
It was reported that the procedure was to treat a de novo lesion located in the chronic totally occluded anterior tibial artery. Using a 6fr introducer, and with the support of a non-abbott catheter the hi-torque command guide wire was advanced via the left common femoral; however, due to the complexity of the lesion in the anterior tibial artery and as there was no confirmation of arterial lumen after the initial advancement, the decision was made to discontinue this access attempt. With the support of a non-abbott catheter, another hi-torque command guide wire was advanced and retrograde access was successfully achieved via the dorsalis pedis artery. A 3.0x200 mm armada 14 balloon catheter was used for predilatation; however, on angiography a dissection was observed in the proximal third of the anterior tibial artery. An xpert stent was used successfully for treatment of the dissection and the lesion. The procedure was considered successful. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: hi-torque command; guide cath: rubicon 14; sheath: 6fr, 4fr. There was no reported device malfunction, and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the armada 14 instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.